Event description:
As reported by the sales rep, when device was removed from the packaging, the stent reportedly came off of the balloon. The stent was set aside and another one opened, which was deployed without complication. There was no patient injury as the first device was not used in the patient.

Manufacturer narrative:
Please note that the patient's gender is unknown. (B)(4). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received: when the scrub tech pulled the balloon catheter out, the stent was almost out of the coil package and was laying at the opening like it got hung up on the edge or something maybe. Complaint conclusion: when device was removed from the packaging, the stent reportedly came off of the balloon. The stent was set aside and another one opened, which was deployed without complication. There was no patient injury as the first device was not used in the patient. When the scrub tech pulled the balloon catheter out, the stent was almost out of the coil package and was laying at the opening like it got hung up on the edge or something maybe. The product was not returned for analysis. A device history record (DHR) review of lot 15965232 revealed no anomalies or non-conformances that can be associated with the reported event. According to the instructions for use, the user should open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. The reported ¿stent- dislodged-during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.